Event description:
During an unspecified procedure, the suture broke. The surgeon applied another product without pt injury.

Manufacturer narrative:
The cause for the difficulty reported was attributed a hole in the foil pouch packaging. This condition would cause the suture to deteriorated resulting in lose of tensile strength.